Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The trilogy ev300 device was not returned for evaluation because the customer did not respond to accepting the service quote for service. The service quote provided to the customer had expired. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.